Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of high results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module compared to the abbott method. The customer provided data for 3 patients. Based on the data provided, discrepant results were identified for tsh, elecsys ft4 ii assay (ft4 ii) or elecsys ft3 iii (ft3 iii) for all 3 patients. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the tsh results and medwatch with (B)(6) for information on the ft3 iii results. There was no allegation that an adverse event occurred. The e602 module serial (B)(4). The customer suspects an interference.

Manufacturer narrative:
The sample from patient 1 from 17-aug-2018 was submitted for investigation. The sample from patient 2 was not submitted. The customer's ft4 ii results for patient 1 were reproduced at the investigation site. Upon investigation of the sample from patient 1, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling. The ft4 ii results for patient 2 were within the normal reference ranges for each respective assay. Assays from different manufacturers, in this case abbott, can generate different results. Since the sample for patient 2 was not submitted, the investigation could not be completed for this patient.